Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for klebsiella oxytoca, pseudomonas aeruginosa, and coagulase negative staphylococcus with light growth indicated by the customer for all three. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction to h6 component code, clinical code, and impact code of the initial report from e2401 to e2403; f24 to f27; g07003 to g05003. Additional information: h6, h11. This report is being supplemented to provide additional information based on the third-party testing results and the complaint investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.